Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain as well as complex reg pain syndrome type 1. Patient reported they had been having a difficult time connecting to recharge on and off for about a year. They successfully used it however not consistently. Patient reported they typically recharge about once every 2 weeks, but sometimes waits too long to charge and they did wait too long recently because of a new pain treatment, ketamine infusion which helped their pain so they were not thinking about their stimulator. It was reported that the stimulation had stopped two or three weeks prior to the report. It was also reported that their ins was moving around and that they had lost about 30 lbs. The ins reportedly began moving around the first week of (B)(6) 2017. A poor communication screen was seen on their programmer and a reposition antenna screen on their recharger. It was suggested that the patient follow-up with their physician. Additional information was received from a representative (rep) regarding the patient. It was reported that the rep was to meet with the patient soon to troubleshoot her system and the potential overdischarge. Additional information was received from the representative (rep) and the consumer regarding the patient. It was reported that the patient was unable to charge her battery. It was noted that patient services went through troubleshooting steps to identify the patient being unable to couple her charger to the battery. Additional information was received from the manufacturer representative (rep). It was reported that the patient exceeded 3 dr and they were unable to charge the device. The patient stated she has lost a significant amount of weight which mobilizes the battery in the pocket. The rep mentioned a possible battery replacement. It was noted the patient cancelled their last appointment with the rep and hcp and they had a history of cancellations. The patient was non-compliant in recharge protocol for the ins. No further complications were reported.